Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the site failed to put the device into operation on the pump, despite various manipulations (change of the pump, change of the tubing). It seemed that the problem came from the tank. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
D9: date returned to mfg; 9/10/2025. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed and a root cause cannot be determined.